Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: a 32mm +4 lfit v40 head; cat# 6260-9-232; lot# 53986002. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a total hip. She was presented with a fever and elevated white blood count so the physician decided to wash out the joint and put a new head and liner in the patient.